Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the first obtuse marginal. Approximately 15 months post index procedure patient death occurred. Cause of death congestive heart failure. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Clopidogrel and asa. Evaluation results: inherent risk of procedure (death).

Manufacturer narrative:
(B)(4).

Event description:
Patient's death was reported to be non-cardiac. Cause of death was assessed as due to pneumonia.